Manufacturer narrative:
The lot was manufactured from (B)(6) 2019 - (B)(6) 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found the stressmember flange has been damaged which caused the stressmember to separate and dangled inside the housing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the stressmember flange of a large volumen infusor was found damaged, which caused the stressmember to separate and dangled inside the housing. There was no patient involvement. No additional information is available.